Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. Fse examined the analyser and found the mix bar wash wells and sample and reagent probes were contaminated. Fse decontaminated the mixer wash wells and the cuvettes. Fse replaced the sample and reagent probes as they could not be decontaminated to resolve the issue. Beckman coulter internal identifier is (B)(4). (B)(6).

Event description:
The customer reported the generation of erroneous results generated for lactate dehydrogenase, creatinine, calcium and total protein patient results on the au5800 clinical chemistry analyzer. The erroneous results were reported outside of the lab. There was no change in patient treatment in association with this event.

Manufacturer narrative:
H10: upon further review of the risk assessment for creatinine, this event is not reportable. H10: upon further review of the risk assessment for creatinine, this event is not reportable.